Manufacturer narrative:
This case was reported by a non-health professional and describes the occurrence of medical device removal ("uterus has been removed during the medical procedure to remove the device"), device dislocation ("the device is not well placed"), device breakage ("detached parts of essure"), ectopic pregnancy with contraceptive device ("unwanted pregnancy/ ectopic pregnancies"), internal haemorrhage ("internal hemorrhages"), genital haemorrhage ("hemorrhages"), autoimmune disorder ("autoimmune pathologies") and infection ("infections") in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device use issue "three devices implanted". On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), ectopic pregnancy with contraceptive device (seriousness criterion medically significant), internal haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection (seriousness criterion medically significant), abdominal pain ("cramps"), pruritus ("itching"), device expulsion ("migration to the uterus"), sciatica ("sciatica"), alopecia ("hair loss"), gastrointestinal inflammation ("abdominal inflammation"), arthralgia ("joint pains") and weight increased ("weight gain in some cases more than 20 kg"). Last menstrual period and estimated date of delivery were not provided. The patients were treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, device dislocation, device breakage, ectopic pregnancy with contraceptive device, internal haemorrhage, genital haemorrhage, autoimmune disorder, infection, abdominal pain, pruritus, device expulsion, sciatica, alopecia, gastrointestinal inflammation, arthralgia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune disorder, device breakage, device dislocation, device expulsion, ectopic pregnancy with contraceptive device, gastrointestinal inflammation, genital haemorrhage, infection, internal haemorrhage, medical device removal, pruritus, sciatica and weight increased to be related to essure. The reporter commented: from feb-2016 to date, have been attended in hysteroscopy consultation 211 women due to diverse symptoms related to essure (according to patients). 155 of the 211 women are on the waiting list and 101 were operated, 9 patient left the list and 38 are waiting the procedure. Lay press report published, reporting that 50 women affected by essure participated in an informative meeting of legal consultation regarding their situation. The lawyer gave account of the will of 400 affected women going to the last consequences in order to claim for justice due to physical, psychological and moral damage that they have suffered as consequence of essure. It is calculated that essure was implanted to 8000 women until 2015, to which later problems such as hemorrhages, infections and autoimmune pathologies were attributed, later showing many complications when claiming for its removal. Internal hemorrhages, sciatica, hair loss, abdominal inflammation, joint pains, cramps, itching, unintended pregnancies and ectopic, and weight gain in some cases more than 20 kg. These symptoms (which some times can only be relieved with morphine) help them to find a common pathology through internet. Because all of them suffer the same (or similar) ailments, but any physician relates the symptoms to the contraceptive. They had gone to the physician in several occasions but all the tests performed are perfect. Currently some of them do not know the cause of their ailments, but they commented that the cause is essure. In some cases, the device is not well placed, migrated to the uterus with detached parts inside and some patients have three devices. Essure was implanted in the social security and in the private practice. All of the women were healthy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 08-may-2018 for the following meddra pts (excluding this case): medical device removal: 758 cases were identified. Device dislocation: 3447 cases were identified. Device breakage: 2438 cases were identified. Ectopic pregnancy with contraceptive device: 331 cases were identified. Internal haemorrhage: 8 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 3-may-2018: new reporter added. The following adverse events were added: internal hemorrhages, sciatica, hair loss, abdominal inflammation, joint pains, cramps, itching, ectopic pregnancies, device ineffective, and weight gain in some cases more than 20 kg, the device is not well placed, migrated to the uterus, detached parts and three devices were implanted. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("uterus has been removed during the medical procedure to remove the device"), genital haemorrhage ("hemorrhages"), autoimmune disorder ("autoimmune pathologies") and infection ("infections") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and infection (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, genital haemorrhage, autoimmune disorder and infection outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, infection and medical device removal to be related to essure. The reporter commented: from (B)(6) 2016 to date, have been attended in hysteroscopy consultation 211 women due to diverse symptoms related to essure (according to patients). 155 of the 211 women are on the waiting list and 101 were operated, 9 patient left the list and 38 are waiting the procedure. Lay press report published, reporting that 50 women affected by essure participated in an informative meeting of legal consultation regarding their situation. The lawyer gave account of the will of 400 affected women going to the last consequences in order to claim for justice due to physical, psychological and moral damage that they have suffered as consequence of essure. It is calculated that essure was implanted to 8000 women until 2015, to which later problems such as hemorrhages, infections and autoimmune pathologies were attributed, later showing many complications when claiming for its removal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): medical device removal: 819 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events hemorrhages, infections, and autoimmune pathologies were added. The previously unspecified event "diverse symptoms and consequences" was deleted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("uterus has been removed during the medical procedure to remove the device") in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse event ("diverse symptoms / consequences"). The patients were treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. The reporter commented: from (B)(6) 2016 to date, have been attended in hysteroscopy consultation 211 women due to diverse symptoms related to essure (according to patients). One-hundred fifty-five (155) of the 211 women are on the waiting list and 101 were operated, 9 patient left the list and 38 are waiting the procedure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-nov-2017 for the following meddra preferred term: medical device removal the analysis in the global safety database revealed 708 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.